Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge alarm 25 occurred intermittently with multiple cartridges. Reportedly, the customer did not remove the cartridge during pumping. Blood glucose was between 100-200 mg/dl. Customer continued to use the pump for insulin therapy.